Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty inserting the guidewire. Av reviewed the lot history record and there were no manufacturing nonconformities. The complaint handling database was reviewed and there were no similar events for this lot. Root cause analysis concluded that the issue is likely due to manufacturing. Av has implemented mitigations in the manufacturing process to address this and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional procedure in the superficial femoral artery. Reportedly, the proglide could not backload onto the guide wire. Hemostasis was achieved with a second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.